Manufacturer narrative:
The analysis of the device logs did not validate the reported issue. Nevertheless, a possible reason for a tf389 alarm could be leakage at the o2 safety valve. To safeguard against overpressure, the o2 proportional valve may obstruct the o2 supply under such circumstances. As part of the investigation, screenshots of the o2 gas path test and the function block configuration were requested to evaluate potential leaks. The images provided confirmed an appropriate test setup, and the recorded o2 flow of 0.01 suggests that the inspiration block was not experiencing any leakage. The device subsequently passed comprehensive calibration and verification testing. Based on these findings, no fault was identified, and the device was returned to service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that before use, the device experienced an issue with no o2 dosing possible. Complainant indicated that there was no patient involvement in the reported issue.